Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, catheter bursted while inserting. Blood was drawn into the unit and error 37 blood detected. Immediately stopped use of unit. As per service manual replaced pim assy. Part is non-returnable biohazard and was disposed of device passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Event description:
It was reported that in cardiosave intra aortic balloon pump there was a balloon leak that caused blood to back, and there was gas gain alarm prior to balloon leak, no patient injury or harm is reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: a2-age, a3-gender, a4-weight , b4, g3, g6, h2 and h11.

Event description:
N/a